Event description:
It was reported to covidien that a customer had a problem with a thoracic catheter. The customer states that the thoracic catheter broke during mediastinal removal and the patient required surgery to remove catheter a mediastinoscopy for chest tube removal.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.